Event description:
Same case as MDR ID: 2134265-2014-06072. It was reported that patient vessel perforation and a wire detachment occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous mid right coronary artery (rca) to distal of rca. During the procedure, it was noted that an ivus catheter crossed the mid rca, but failed to cross the tortuous part of the distal rca. A 2.0 emerge balloon catheter dilated the mid rca, but the ivus catheter was still was unable to cross distally. The physician then decided to perform rotablation and a 1.25mm rotalink¿ plus was advanced via a rotawire floppy. The burr was able to cross the mid rca smoothly, but also failed to cross the distal rca. The ablation was performed for about 3 minutes at 180,000rpm. The burr was then exchanged to a 1.5mm rotalink¿ plus. However, this burr failed to cross the distal rca. As there was calcification at the ¿inner arm side¿ of the rotawire floppy, the wire was exchanged for a rotawire extra support. The 1.5mm burr was advanced and during ablation in the distal rca, it was noted that the burr penetrated through the vessel and a rotawire separation occurred. Hemostasis was attempted for 2 hours with an unspecified balloon catheter which was then exchanged with a non bsc balloon catheter. However, the attempt was unsuccessful. A guide catheter was then unable to cross the distal part of the rca and subsequently they were unable to deploy a non bsc coronary stent graft. The patient was then sent to surgery. Patient condition post surgery was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).